Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06845, 0001825034-2018-00137. (B)(4). Concomitant medical product: vanguard ps tib brg 13x71/75 cat# cp103450 lot# 875410; van ps open intl fem-lt 62.5, cat#: 183126 lot#: j3854413; series a pat std 31 3 peg, cat#: 184764 lot#: 545280; biomet tibial locking bar, cat#: 141205 lot: 413140. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision procedure due to lateral knee pain approximately six months post implantation. It was further reported that the patient was dissatisfied with the surgical outcome and attributes this to endotoxin levels of the polyethylene bearing. No additional patient consequences were reported.